Manufacturer narrative:
(B)(4). Correction: device status changed from returning to not returned. The device was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, there was difficulty advancing the proglide device into the anatomy, so the device was pulled back. When pulling the device back, it was noted that the device broke at the junction between the proximal and distal guide. The device did not separate into two pieces and the entire device was successfully removed. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.